Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when preparing for an open colectomy, the black pusher thumb piece could not be moved at all and the device did not fire. Another reload was used.